Manufacturer narrative:
(B)(4).

Event description:
Deflation issues were noted following the first inflation with the nanocross. The physician had to wait 5 minutes for the balloon to deflate, which then required force to remove out of the body. No injury reported. Evaluation of the returned device was completed (B)(6) 2016. A review of the manufacturing records for this lot revealed no discrepancies relevant to this reported event. The nanocross elite catheter was received in a post-inflation profile and all components were accounted for. The catheter was examined no kinks in the catheter were noted. The proximal balloon bond was examined: pleat marks were noted on the inflation lumen. During evaluation the balloon was inflated to nominal pressure (8atm) for 35 seconds. The deflation time was 4 minutes 11 seconds. The test was repeated to rated burst (14 atms) and after 6 minutes the balloon was not fully deflated. The customer experience of deflation taking over three minutes was confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.